Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model#: 400-140, lot#: 1037003, expiration date: 05/01/2017, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 05/2012. There were no deviations reported to the dhrs for either part number. Company report from states ankle varus was a result of incorrect placement of tibial component.

Event description:
Star total ankle tibial component was revised to correct ankle varus. Sliding core mobile bearing was also exchanged.